Manufacturer narrative:
This event is being reported as serious injury due to the reported infection with surgical intervention. A review of the device history record for strattice lot sp200502 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported that a strattice graft was explanted due to an infection. The surgeon washed the patient out and replaced it with a new strattice bps graft.